Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.57 v pre-implant and therefore was being returned. The is device was a short dated device and the representative does not know if the device was interrogated previously with radiofrequency and left in storage mode.